Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer's blood glucose level was 430 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The auto mode on the insulin pump was not active during the event. Customer also reports the sensor adhesive caused a red rash. Troubleshooting was not completed as attempt to reach customer was unsuccessful. The insulin pump will not be returned for analysis.